Event description:
Customer called lfs in 2002 alleging their ot ultra test strips were peeling and the meter has a port issue which caused the strips to bend. The issue was unresolved with trouble shooting. The customer did experience symptoms of low blood sugar, shaking and dizzy. The meter appears to be working properly, two control solution tests passed. Customer went to the emergency room because they feel that the meter is giving them wrong readings and did not know if they should take insulin. The customer did not report any treatment in the hospital. The customer was basing inaccuracy on an invalid comparison, 5 different readings documented with no time difference between them. No further info has been reported. The meter has been replaced for the customer.